Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per data log analysis, the power manager was powered up on 19-dec-2018. The next time the unit was powered up with a central control monitor (ccm) attached was on 16-apr-2019. There was one power up between these dates but no ccm was attached so the power down time will not be updated. On 16-apr-2019, when the system was powered up, the battery capacity was 15/16 and quickly changes to 0/16. This will cause a red battery indication and low amp hours (ah) as reported. There was no indication of a hardware issue with the system.

Manufacturer narrative:
Per fsr, the logs showed that the system had not been powered on since (B)(6) 2019. The batteries were charged and recovered on the same day. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.